Event description:
The pump was replaced due to end of life. The elective replacement indicator (eri) date was 5/14/2012. The patient recovered without sequelae. The pump contained morphine 10mg/ml, 3.5mg/day.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product type: catheter; product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. (B)(4).